Event description:
It was reported that a patient with a history of abdominal trauma underwent laparotomy and a partial hepatectomy approximately fifteen years ago. The patient had experienced recurrent subdiaphragmatic abcesses for several years. The patient underwent a scan which revealed dense inflammatory tissues and abscesses in the liver and around the scars which resulted from the intervention from fifteen years ago. They also saw things metalic appearing images. Following the scan, the patient was started an antibiotics treatment. The patient underwent laparotomy in (B)(6) 2012 and several clips and metal fragments labeled ethicon were found in the area of the abcess and imbedded in the right diaphragm and they were removed.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. A review of the photo revealed four folded pieces of metal appear to be metal staples. The six flat fragments of metal with the imprint of ethicon letters appear to be part of an aluminum foil ribbon tag or flexible clasp for folding (not wrapping) around multiple sutures for some of the non-absorbable suture codes containing multiple non-needled sutures in a paper folder. It would be considered part of the product packaging.